Event description:
It was reported that pump experienced malfunction alarm with code malf 0 and associated fault ID, with no notable events occurring beforehand. There was no reported impact to the customer¿s blood glucose level. Technical support guided caller through pump reset procedure, confirmed malfunction did not recur after reset, advised customer to continue using pump and to call back if malfunction returned, and caller acknowledged and understood instructions.